Event description:
Title: catheter. Procedure: arterial line insertion by md. The md inserted the catheter with needle introducer into the artery and obtained blood flash return. Felt resistance in removing the introducer, pulled again and the needle catheter came out, but the needle had broken near (not directly at the junction) of the hub. The catheter was removed and the remaining piece of the needle was in the catheter. It appeared as if the needle introducer had "snagged" in the catheter. No injury to the patient. The catheter was a 20 ga. X 1-3/4" arrow arterial catheter.